Event description:
There were no medical intervention required. The user thinks the issue was not the processor. Later that day the user went to the account and determined that the scope was the problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the patient's anesthesia/sedation was prolonged by 1 hour due to the lack of image display. However, the root cause could not be specified. Additionally, a specific root cause of no image could not be identified with the facts obtained with investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00299. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope leak check found leak from the switch button 1. The distal end had a chip at pink rubber and chip and deep scratches at biopsy channel opening. Insertion tube had a dent. No image after temporary connection to the scope. There were 3 broken elements on the ultrasound image. Low angulations. Switch/camera displayed no leak from the switch button #1. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during an endobronchial ultrasound no image was produced on evis exera ii ultrasonic bronchofibervideoscope. The customer was on the phone with the technical assistance in an attempt to troubleshoot the issue while the patient was under anesthesia on the table for an hour. The procedure was not able to be performed and was cancelled. There was no medical intervention required. No patient injury reported. The procedure was unable to be rescheduled as of the date of the report, as it was their only bronchoscope. This event requires two reports: related patient identifier # complaint # (B)(6); bf-uc180f, evis exera ii ultrasonic bronchofibervideoscope, serial # (B)(6) (this report). Related patient identifier # complaint # (B)(6); cv-190, evis exera iii video system center, serial # (B)(6).